Manufacturer narrative:
Internal insulation abrasions under the svc shock coil were noted at 44.0-44.1cm and 42.5-44.2cm from the connector pin. The etfe coating was abraded at the same location. The rv conductor cable and svc shock coil were melted at 44.1cm from the connector pin. This is consistent with the observation from the field of low lead impedance.

Event description:
It was reported that the patient had one low impedance transmission. Induction test showed low impedance as well. Patient was externally cardioverted and remained in stable condition. Possible lead insulation issue was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.